Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mildly tortuous diagonal artery. The 2.25x08mm xience xpedition stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy and the proximal shaft separated. As the separation was outside the patient's anatomy, the sds was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. The procedure was completed successfully with angioplasty using an unspecified balloon dilatation catheter (bdc). There was no additional information provided.